Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. No further information is expected. (B)(4).

Event description:
A surgeon reported that following (B)(4) implant surgery in a clinical study, the patient experienced pain and high ocular pressure. The patient was treated with medications and the event resolved. The surgeon does not feel the event is related to the device. No further information is expected.